Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an thoracic aortic aneurysm of unknown size. It was reported that on an unknown date the patients¿ aneurysm enlarged due to an endoleak. Intervention was performed approximately 8 years 2 months post implant, a thoracotomy was performed to explant the device. The part overlapping with the stent graft on the distal side was cut and an artificial blood vessel was sewn to the stent graft remaining on the proximal side. It is reported that there was a type iii endo leak from the junction of the two stent grafts. The cause of type iii endo leak was unknown, but the physician considered that the event occurred due to aging. The patient developed postoperative paraplegia due to cutting of the intercostal artery. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.